Event description:
The reporter stated that the set did not infuse during administration of antibiotics. There was no pt injury associated with this event. The pt was brought back on schedule with the antibiotics and was discharged.